Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states3 it was reported that the patient's infusion set fell off during use on 02-may-2024, 04-may-2024, 06-may-2024. The blood glucose level of the patient was high which was treated by correction bolus via pump. The issue occurred with seven types of infusion sets used for one to three hours. No further information available.